Event description:
During a tcar procedure, a dissection was caused possibly by the enroute 014 guidewire during advancement of a third-party balloon (sterling bsc) when crossing the lesion for pre-dilation. The physician addressed the dissection with the planned stent and completed the procedure with no health consequences or impact to the patient.

Event description:
During a tcar procedure, a dissection was caused possibly by the enroute 014 guidewire during advancement of a third-party balloon (sterling bsc) when crossing the lesion for pre-dilation. The physician addressed the dissection with the planned stent and completed the procedure with no health consequences or impact to the patient.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.